Event description:
Pt place dexcom cgms upper arm in the morning and by evening required medical care. Septic shock due to e. Coli. Intubated and required or debridement x2 right upper extremity, elbow to shoulder, right neck, chest wall, flank and right mastectomy.